Event description:
The customer's mother stated that the customer's blood glucose levels were above 600 mg/dl. The customer treated with manual injections, but continued to experience high blood glucose levels. The mother was advised to take the customer to the emergency room for treatment. Troubleshooting was not possible during the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.